Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "keypad failure: is the compliant issue is the soft keys do not function? - yes. Are there specific areas in the screen where the soft keys do not function? The soft keys do not work at all. Does shutting off and turning the pump back on fix this problem? - no. Human harm: no. Need for medical intervention: no. During patient use: no. Delay in therapy: yes."

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "keypad failure: is the compliant issue is the soft keys do not function: - yes. Are there specific areas in the screen where the soft keys do not function: · the soft keys do not work at all. Does shutting off and turning the pump back on fix this problem: - no. Human harm: no. Need for medical intervention: no. During patient use: no. Delay in therapy: yes."